Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were three patient alerts for out of tolerance sub-threshold lead impedance between (B)(6) 2012. The daily pace lead impedance trend data show various spike increases for superior vena cava (svc) defibrillation from 56 to 200 ohms peak between (B)(6) 2012.

Event description:
It was reported that the patient presented after hearing the patient alert due to high impedance on the superior vena cava (svc) conductor. Therefore the svc conductor was programmed off via software. The lead remains in use. No patient complications have been reported as a result of this event.